Event description:
It was reported by the surgeon that while removing the sphenoid bone with sonopet ultrasonic aspirator in the right sinus, they hit an area which punctured the carotid artery. The surgeon stated that the case was temporarily suspended and the pt was taken to special procedures room, where the vascular neuro surgeon, inserted a coil to obliterate the carotid, after an angiogram to verify good contra lateral vascular flow in the brain from the carotid artery. As a result, the pt was given add'l anesthesia for 2-3 hours. The pt was then taken back to the operating room for the tumor resection the following day. There were no other adverse consequences alleged with this event. According to the surgeon the handpiece...

Manufacturer narrative:
The device is not available for eval. A follow-up report will be filed if the device is returned back to the MFR for investigation.